Manufacturer narrative:
Follow-up # 1 ¿ (07/19/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 6/25/2013 and 7/15/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed.the meter has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (08/23/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/17/2013 and 8/16/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate results. The reporter alleged there was a "difference of 4.8 mmol/l" with the subject meter compared to another device. Specific results were not provided. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.